Event description:
When the device was used during an unk procedure, the firing was dull. The transection was made. The instrument was tightened fully. Another like device was used to complete. There was no reported pt consequence.